Manufacturer narrative:
(B)(4). Batch #: u93j9p. Investigation summary: the device was received with no apparent damage. Upon visual inspection under magnification it was noticed that the upper jaw was slightly damaged at the retention pin interphase. Resulting in the jaw been loose and difficulty in opening and closing of the jaws. However the damage was not significant enough to prevent the device from cycling. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). The manufacturing records were reviewed and the manufacturing/ packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that, during an open pancreaticoduodenectomy, in the middle of the operation, the jaws became loose. The jaws could not be opened or closed. The device had clamped thick tissue several times. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.